Event description:
It was reported that the valve was not working properly.

Manufacturer narrative:
The returned valve was patent and passed siphon and reflux testing. It was within specifications for pressure-flow tests performed at -50cm hydrostatic pressure. The valve fell below specifications for pressure-flow testing performed at 0cm hydrostatic pressure. Debris within the valve may interfere with the membrane resulting in low pressure-flow characteristics. The valve did not pass the leak test due to a small tear in the delta chamber. A review of the manufacturing record's was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.